Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1htrl, implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that reprogramming was done on (B)(6) 2020. The pain with stimulation was not due to programming and there was no cause provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy) who stated that issue was resolved without sequelae on (B)(6) 2020. No further complications noted or anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Clinical update (sdy, hcp): additional information was received from a healthcare professional (hcp) in a clinical study (sdy). Event still ongoing as of on (B)(6) 2020. No new details available as the lead was replaced on (B)(6) 2020 as first reported. No further complications were noted or anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported on (B)(6) 2019the patient was reprogrammed and also on (B)(6)2020 and (B)(6) 2020. The lead was explanted and replaced on (B)(6) 2020 and disposed of. The lead did not demonstrate appropriate cmap responses and patient had a loss of efficacy. Patient reported she voids infrequently and doesn't fully empty. Date of test: (B)(6) 2019. Patient states she doesn't feel the interstim is helping with her symptoms. Date of test: (B)(6) 2020. Patient reports she still struggles with emptying her bladder well and she isn't voiding enough. Date of test: (B)(6) 2020. She gets a sense she empties her bladder better. She has more of a continuous stream versus a start and stop flow. She is happy with her results. It was reported related to the device and therapy. Related to programming and stimulation. Final programming date and time for most recent interrogation prior to event: (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products:product ID 3889-28 lot# va1htrl serial# implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va1htrl, implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the leg stimulation was unknown. Reprogramming was done on (B)(6) 2020, but no additional actions were taken to resolve the lead migration. The event was ongoing as of (B)(6) 2020. On (B)(4) 2020, it was reported that the lead was replaced on (B)(6) 2020.

Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot#: va1htrl, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that in regard to program 1, 2, and 4 patient stated she had to turn them up higher to feel them and then with any sort of bending movement they would cause pain. She also felt stimulation down into her foot with some of these programs. Nurse practitioner suspects possible lead migration. Patient further reported that she does not feel like it is helping her symptoms. It was noted that the event was related to the device or therapy, not related to the implant procedure. No further complications were noted or anticipated.